Event description:
Pt was lifted up on a sling and a bedpan was placed underneath, she was then raised and the bedpan was removed, the arm then dropped and the pt landed on the bed. The pt was not injuried.